Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 7.6 versus the labs 5.4 mmol/l. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.